Event description:
It was reported that an auto-off alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, a correction bolus via pump was delivered to address bg. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.